Event description:
Citation: briganti et al. Italian multicenter experience with flow-diverter devices for intracranial unruptured aneurysm treatment with periprocedural complications a retrospective data analysis. Neuroradiology (2012) 54:1145-1152. Medtronic (covidien) received information through literature that the authors evaluated two hundred seventy-three patients with 295 cerebral aneurysms, enrolled in 25 centers in italy and treated with the new flow-diverter devices,; 142 patients were treated with silk and 130 with pipeline embolization device ped (in one case, both devices were used). The authors reported deaths related to ped as follows: ten patients who received ped treatment had hemorrhagic events: six patients had ped related complications: five were delayed aneurysms rupture after treatment and one was middle cerebral artery (mca) perforation during ped retrieval after distal migration. The clinical outcome for 2 patients was no clinical manifestation, 2 patients developed permanent neurological deficits (not directly identified, see MDR MFR# 2029214-2015-00252), and 6 patients died . 5 patients had ischemic or thromboembolic events: 2 side-branch occlusions and 3 in-stent thromboses. The clinical outcome for 2 patients was either permanent neurological deficit or transient symptoms (not directly identified, see MDR MFR# 2029214-2015-00252) and 3 patients died.

Manufacturer narrative:
Article website: http://link.springer.com/article/10.1007%2fs00234-012-1047-3 the lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all death events were captured in this report. Reference: (B)(4). Device malfunction form this article was reported in MDR MFR# 2029214-2015-00249 serious adverse events from this article was reported in MDR MFR# 2029214-2015-00252.